Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in united kingdom: "overinfusion" according to the customer: "our a&e department reported an incident with a syringe pump today - I've attached the history for your info. The incident occurred this morning. The user said the pump was setup up to deliver a drug over 24 hours, but it was delivered in just under 3 hours. They're also saying that the pump didn't alarm when the syringe was empty and the pump indicated there were still 21hrs left on the infusion.".

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: perfusor space 2.2 article number: 8713030 2.3 serial number/batch: (B)(4). 2.4 software version: n030005. 2.5 hours of operation: 2023 hours. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read and analyzed. The history files from 2023-01-17 (specified date of the incident, given from the customer) were investigated. On 2023-01-17 09:04 am a vtbi of 240 ml and a time of 24:00 hh:mm was set. This results in a rate of 10 ml/h. At 09:06 am a bd plastipak 50 ml syringe was inserted. The syringe was drawn up to 24 ml (calculated by drive step position:17207). At 09:07 am the infusion was started. At 10:46 am and 11:02 am the infusion was interrupted by "pressure alarms" (reason for these alarms could not be clarified). At 11:51 am the infusion was stopped correctly by the "syringe empty" hint. Up to that time the pump has delivered 23,88 ml (actual volume infused). Furthermore, no anomalies could be detected in the history files. The history identifies a clear user error. According to the description, the customer wanted to infuse the infusion over 24 hours. However, he entered 240 ml instead of 24 ml as vtbi, resulting in a rate of 10 ml/h instead of 1 ml/h. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damaged parts are to locate. 3.3 functional inspection: a functional test was performed. The device passes the self-test. A bbraun omnifix 50 ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 individual inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,91%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. 3.5 disassembling: during the investigation no faults could be detected, to investigate the inside, the device was disassembled complete. Small scratches inside the drive head could be detected. These indicate an external force damage. However, this damage has no effect on the function. In addition, no more anomalies could be detected. 4. Judgment: 4.1 the complaint could not be confirmed. The history identifies a clear user error. According to the description, the customer wanted to infuse the infusion over 24 hours. However, he entered 240 ml instead of 24 ml as vtbi, resulting in a rate of 10 ml/h instead of 1 ml/h. Summing up all tests, the perfusor space operated within our specification. No flowrate deviation.